Manufacturer narrative:
The pump (B)(4) found residue in the motor gear train. Destructive analysis identified the teeth on gear wheel three were worn. Medtronic developed a design change to reduce motor gear corrosion and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving baclofen (200 mcg/ml, 33.24 mcg/day) and morphine (20 mg/ml, 3.324 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. Information received reported motor stall seen at initial interrogation. The patient did not have a recent magnetic resonance imaging (MRI). Pump status and/or event logs report motor stall occurred. Multiple motor stalls and recoveries noted. The first motor stall occurred on (B)(6) 2019. A motor stall recovery occurred on (B)(6) 2019. A motor stall occurred on (B)(6) 2019. The rep confirmed there was no electromagnetic interference (emi) or magnetic sources present. The rep stated that the pump was replaced on (B)(6) 2019. Troubleshooting could not be performed due to lack of access to the product. No patient symptoms reported.